Manufacturer narrative:
Conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot (s11714) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Continued occlusion is a known potential complication associated with the use of the revive se. The root cause of the event could not be conclusively determined; however, procedural/patient factors may have contributed to the event. As per the IFU: ¿contraindications for this device include extreme vessel tortuosity or other conditions preventing the access of the device¿. The IFU also warns that ¿if the revive se device is unable to reach or cross the occlusion, the procedure should be terminated.¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by the (B)(6) study ((B)(6)), use of a revive se (frs214522-99/s11714) resulted in incomplete expansion with inadequate perfusion through the artery after revive se use. Pre-procedure tici was 0 and the patient was initially treated with tpa 0.9 mg/kg. After three passes of the revive se, the tici was 2a. The patient was also treated with pump aspiration with a penumbra s max intermediate catheter. The event of incomplete recanalization was reported to be of moderate intensity and non-serious. According to the investigator the event was related to the device and the procedure and resolve the same day as the procedure. The patient had presented with clinical signs consistent with acute ischemia with nih stroke scare score (nihss) 12. MRI revealed right middle cerebral artery (m1) thrombus. The length of the thrombus was unknown. There was no calcification or vessel tortuosity that may have complicated the procedure. There was no revive se malfunction and the device was prepped and used as per the IFU. There was no patient injury as a result of the event and no procedure delay. The patient was discharged the following day with mrs 4. There were no adverse events reported at the 24 hour study point. The device not returned for analysis.